Event description:
Boston scientific received information that this pacemaker exhibited high out of range right atrial (ra) pacing impedance measurements. It was also reported that the pacing threshold measurements had increased. This device was explanted due to normal battery depletion and the ra lead was surgically abandoned. The cause of the increased impedance and threshold measurements was not determined. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.